Manufacturer narrative:
(B)(4).

Event description:
It was reported it was suspected that there was premature battery depletion based on the longevity reaching elective replacement indicator (eri) only two years after implant. It was noted that the right ventricular (rv) lead had high threshold and was programmed to 5.0v at 2.0ms. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had been steadily increasing over the past year, and was expected to continue to increase. The device and rv lead were explanted and replaced, and device would be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. 3191 code was used to denote surgical intervention.

Event description:
It was reported it was suspected that there was premature battery depletion based on the longevity reaching elective replacement indicator (eri) only two years after implant. It was noted that the right ventricular (rv) lead had high threshold and was programmed to 5.0v at 2.0ms. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had been steadily increasing over the past year, and was expected to continue to increase. The device and rv lead were explanted and replaced, and device would be returned for analysis. No adverse patient effects were reported.